Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 212585 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 212585 and device part number 195-430h / lot 209396. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 212585 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample or user technique as the incorrect number of reagent drops were added to the top hole of the test card.d4: expiration date. H3 other text : single use, device discarded.

Event description:
The customer reported false positive result with the binaxnow covid-19antigen self-test performed on (B)(6) 2023. Confirmation testing using an unknown brand of antigen test was performed on an unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported false positive result with the binaxnow covid-19antigen self-test performed on (B)(6) 2023. Confirmation testing using an unknown brand of antigen test was performed on an unknown date and generated a negative result. No additional patient information, including treatment and outcome, was provided.